Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was no longer functioning properly. The physician identified that the right cylinder would not inflate and there was a small lump at the base of the penis. The left cylinder was functioning properly. The device has not been explanted at this time. There were no patient complications reported.